Event description:
It was reported that the patient underwent abdominal hysterectomy on (B)(6) 2014 and suture was used. Approximately three weeks following the procedure, the patient experienced vaginal metrorrhagia, pain and pelvic collection. A removal of the suture was requested. Additional information has been requested.

Manufacturer narrative:
It was reported that the suture was used on the vaginal stump. The patient underwent a second procedure for vaginal exploration. During this procedure, a bleeding zone of 1 to 2 cm on the vaginal stump was found. The surgeon put in place a tamponade for a couple of days. The surgeon opined there was no explanation for this unexpected complication at 3 week postop, and hypothesized the suture might have played a role but this was just a hypothesis as the surgeon did not see the suture during the re-operation. The current patient condition is reported as excellent. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gm8hrtp0, batch gj8jkkp0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch gm8hrtp0, mfg date: 11/2013, exp date: 12/2018, batch gj8jkkp0, mfg date: 08/2013, exp date: 12/2018. (B)(6).